Manufacturer narrative:
The na and cl electrode lot numbers with expiration dates were not provided.

Event description:
The initial reporter complained of an instrument alarm on a cobas pro ise analytical unit. Discrepant high results were provided for 1 patient sample tested for ise indirect na-k-cl for gen.2 (cl) and sodium electrode (na). The initial na result was 153 mmol/l. The repeat result was 138 mmol/l. The initial cl result was 114 mmol/l. The repeat result was 103 mmol/l. The customer repeated the sample due to the instrument alarm. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) found bubbles in the diluent bottle. The fse adjusted the printed circuit board (pcb) and removed the bubbles. There were no further instrument errors after removing the bubbles from the bottle. Operational and mechanical checks were within specification. The service actions resolved the issue.